Event description:
A langston dual lumen catheter was used during a patient procedure. The langston was removed from the patient due to difficulty flushing and then re-inserted. During the second flushing attempt, the physician observed bubbles near the hub. The physician believes there was no patient impact from the langston catheter.